Event description:
A surgeon reported an intraocular lens (iol) was exchanged for a different model lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause cannot be determined from the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 04/23/2012 and 04/30/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).